Event description:
It was reported that the device was in use with patient for infusion (ampicillin). The reporter stated the device was found to leak near the filter area. No adverse effects to patient reported.

Manufacturer narrative:
One cadd administration set was returned for analysis. Leak testing was performed using the hydrostat vessel and a leak was observed fleeing from the air vent of the filter in the used sample. A CAPA was initiated in order mitigate this complaint and to identify a root cause.